Manufacturer narrative:
The referenced device was returned to olympus for evaluation. The customer¿s reported issue was confirmed as the front panel of the device functioned appropriately. The service evaluation identified excessive corrosion on the front panel flat cable, the rear panel and its components, and an abnormal internal sound due to a defect in the circuit (cr) board. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsi) was informed by the user facility ¿at the time of preparation for use, technician found the high flow insufflation unit¿s front panel not working and it could not be operated¿. No inspection could be performed onsite. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section g2 was corrected with information that was inadvertently omitted from the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The front panel issue may have occurred because of a connection failure between the main board and front panel due to the corrosion of the flat cable. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿[6.7 storage of the high flow insufflation unit, foot switch, cylinder hose and medical gas pipeline adapter] hitting the equipment with an object or handling it violently may cause malfunction. Always handle the equipment carefully. Store the equipment at room temperature in the horizontal position in a clean, dry and stable location.¿ olympus will continue to monitor field performance for this device.